Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a defective resistor r11. The r11 resistor was broken free from the pca board. The root cause for the detached resistor could not be positively identified. No adverse event resulted from the damaged r11 resistor. The pt rec'd a replacement battery charger.

Event description:
Download data from a (B)(6) male pt revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger.